Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported no aiming beam, poor laser power. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined and the reported event was confirmed, as the ancillary laser probes were determined to have been the cause of the event. This is unrelated the systems functionality. The company representative tested the system with known ¿good laser probes¿ and found the system to meet company specifications. The system was manufactured on june 4, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event, can be attributed to ¿external coincidental unrelated to the system,¿ since the issue was found to be associated with the laser probes and not the system. The manufacturer internal reference number is: (B)(4).